Event description:
It was reported that the system suffered a loss of motorized movement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the joystick. The system operates as intended.